Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts lifted and stretched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 2.5mm x 38mm target lesion was located in the right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the lesion, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified.

Event description:
It was reported that stent damage occurred. The 2.5mm x 38mm target lesion was located in the right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the lesion, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified.

Event description:
It was reported that stent damage occurred. The 2.5mm x 38mm target lesion was located in the right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the lesion, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.